Manufacturer narrative:
Product event summary: the medical segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758 lead, implanted: (B)(6) 2003; 1388tc lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported the patient was admitted for (B)(6) and vegetation was present on the leads. The leads were explanted and a temporary pacing system was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.